Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "my health declined to the point I was getting 2-3 migraines a week", "major gi issues, brain fog" "my hair was falling out", "extreme fatigue", "I did have capsular contracture around both my implants". Device has been explanted.